Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Call received from patient advising that she believes her pump has failed during the night and not delivered insulin, causing her blood glucose to raise to 22.9mmol/l. Patient did blood glucose test this morning at 04:40. Her blood glucose was 22.9mmol/l. Patient injected 9 units of insulin via pen injection. Patient felt faint and was taken to the emergency room by car. She did not receive treatment and was released 3 hours later. A request was made for the return of the device.